Event description:
The customer reported the ventilator backup battery would not charge. The device was not in use therefore, there was no pt involvement or harm. During eval of the unit, the MFR's service tech verified the backup battery was intermittently charging. Review of the device diagnostic code log noted a prior +- 24/12 volt power failure occurrence during operation with a vent inop occurrence during subsequent power on. If a +-24/12 volt failure of the ventilator occurs during use and results in a shutdown, an audible power fail alarm will activate. The service tech replaced the power supply to address the findings. Extended self testing and performance verification testing was completed and tests passed to operating specs.